Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the lancet protrudes beyond the end cap of the fastclix device. No adverse event reported. The customer did not provide the lot number of the device. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.